Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The monopolar curved scissors (mcs) instrument exhibits scratch marks on the brown laser marked section of the tube extension. As a result, the orange plastic beneath the laser marking was exposed. Tube extension scratches marks measured roughly 6.83 mm x 0.13 mm. There was not any material missing. Scratches or abrasions to the main tube of instruments are deemed cosmetic damage. The probable root cause of these scratches or abrasions is attributed to damage during use, which can result from instrument collisions, abrasive instrument cleaning, instrument cleaning inside the body, or normal wear over time due to friction against cannula. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that the orange area of the monopolar curved scissors instrument was found to be ruptured. The procedure was completed with no reports of patient injury.